Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a dense white opacity, hazy vison, and foreign body sensation on the right eye (od) at a 2 week-post op exam. A brief description from the surgery center indicated at the post op exam, the surgeon noticed a dense white opacity located central in the right eye. The surgeon indicated it was possible that the steroid precipitates group central after a couple of weeks. The patient¿s chief complaint was of a dot in the vision but was overall happy with visual acuity. The patient was seen again a few days later after the initial post op exam and the dot in vision had disappeared but patient had hazy vision and foreign body sensation in od. A bandage contact lens was placed, pred-gati (pg- combination prednisolone and antibiotic drop) was provided and a flap lift with irrigation was performed. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 -1.75 x -.75 x 5, left eye pre-op 20/20 -1.75 x -.50 x 6.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.